Manufacturer narrative:
Delay in response and return of the device is due to the device was used outside of the country. Many details were not able to be determined because the user facility went on holiday just after the contact was made with iridex. Patient health has been requested and has not yet been received. A full investigation and testing of the device will be done and will be reported on follow up.

Event description:
Laser burn on the patient retina.